Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was spitting clips and also had scissored clips. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.